Event description:
It was reported by service report that the head right timing link does not lock in the up position and motion interrupt pan was missing. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Siderail timing link. Motion interrupt pan.